Event description:
It was reported that the right ventricular lead had a possible microdislodgement. Diminished r wave sensing was noted on the electrogram (egm) during breathing. Intermittent oversensing and non-sustained tachycardia episodes also triggered the lead integrity alert. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).